Event description:
It was reported the patient experienced a loss of therapeutic effect. The reported stated states she is having retention and a lot of pain in her lower stomach and back. The patient believed they had a bladder infection, and was running a fever. The patient had not been tested for urinary tract infection. It was stated the patient had been gradually catheterizing more and more for the four days prior to report, and was now catheterizing completely. It was reported that the patient fell in (B)(6) 2011 all the way to the ground. It was stated she was "going down the hill to feed her dog and she fell on a rock and tore the incision where the box was put in." The reporter stated "she did go to the ER and was told they couldn't tell of any damage to the lead wires or anything." It was stated the patient had to "start catheterizing more, and now it seems it's a little bit more than what it actually was." The patient was referred to their health care provider. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 3093-28, lot # v470187, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), implanted: (B)(6) 2010, product type programmer, patient.